Event description:
The customer reported unit displays a 35 voltage failure, and will not power off normally. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.

Manufacturer narrative:
Date rec'd by MFR: 07oct2019. Date of report: 08oct2019. The manufacturer¿s fse (field service engineer) advised the customer the 35v dc/dc converter and the power on latch circuits are located on the pm pcb (power management printed circuit board). The customer confirms this has resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19.

Event description:
The customer reported unit displays a 35 voltage failure, and will not power off normally. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.